Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the troponin I (access accutni+3) reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse did not identify any hardware issue. All verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer contacted beckman coulter on (B)(4) 2016 to report non-reproducible troponin I (access accutni+3) results for one (1) patient in association with the unicel dxi 600 access immunoassay system serial number (B)(4). The sample from the patient was reanalyzed twice using the same unicel dxi 600 access immunoassay system and lower results, above and within the assay's normal reference range, were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. The customer stated there was no change or impact to patient care or treatment in association with the non-reproducible access accutni+3 results. The customer stated quality control (qc) recovered within the laboratory's established ranges before and after the event. A system check was performed prior to the event and the results passed within published performance specifications. The sample was collected in a six (6) ml, 13x100 mm becton dickinson tube. The sample was centrifuged for ten (10) minutes at 3000 g at room temperature. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.